Manufacturer narrative:
Submitted 07/08/2015 as follow-up #1: upon review of the complaint record, the alleged issue was deemed to be a product issue, not a training/misuse issue. The reporter alleged that with battery changes, the basal and bolus settings are cleared. This complaint is now being reported as a product issue.

Manufacturer narrative:
Device evaluation follow-up #2 - the device was returned to animas and evaluated by product analysis on 08/20/2015 with the following results: unable to duplicate the complaint. Pump was exercised for 24hs with a 2.0u/hr basal program. After 24hrs the battery was removed to simulate a battery change. Pump was powered back on within 2 mins; the 2.0u/hr basal program remained programmed it the pump with no changes observed. He I:c ratio, isf, bg target, also correctly remained in pump settings. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate the complaint. Display screen has a pinkish contrast. Battery compartment is cracked on the side near the threads and cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the I:c ratios were randomly deleted from the pump. The patient had a blood glucose (bg) of 500 mg/dl , with extreme thirst, urination, sluggishness. During troubleshooting, customer support found that the bolus settings (I:c ratio, isf, bg target) were recently adjusted. Cs determined the excursion to be due to training/misuse and the patient remained on the pump. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.